Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) replacement procedure due to an unknown reason. The explanted device will not be returned per facility policy. Additional information was received that the ipg was replaced due to frequent charging for longer periods of time.

Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) replacement procedure due to an unknown reason. The explanted device will not be returned per facility policy.